Event description:
It was reported by a user facility that three (3) patients sustained superficial burns following hair removal treatment with a lumenis lightsheer duet laser et handpiece. No report of serious injury was initially received at the time the patient events were reported.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment settings and patient photographs. Treatment settings for all patients and one patient photograph was provided by the user facility. During the investigation, lumenis substantially was made aware that patients' had sustained second degree burns and hypopigmentation which had not completely resolved. Lumenis made the determination the events were reportable based on the information provided by the user facility. An examination of the subject device by lumenis technical engineer matter expert concluded the subject device power output operated within manufacturer specifications. Additionally the engineer noted the handpiece cradle, a user serviceable item, was misaligned in the calibration port concluding such misalignment could result in calibration errors. The engineer further noted debris build up on the treatment tip of the hand piece in contradiction cleaning and maintenance instructions found in device labeling. A review of subject device labeling found the following precautionary statements: "warning - the sapphire tip of the et handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain." A lumenis healthcare professional evaluated the reported event details and patient photograph concluding the reported treatment settings were appropriate based on common medical practice and device labeling.